Event description:
It was reported that this right ventricular (rv) lead showed high pacing thresholds on the morning post operation. The patient was monitored for another day and the thresholds did not improve. Also, high, out of specifications pacing impedances were observed. The lead was repositioned at a surgical intervention. The lead showed a huge curret of injury with impedances within the spected range. At the next day, the pacing impedances were high, out of range with no capture at max output. The physician determined a rv perforation based on the x ray and CT scan. The lead was revised at another time at a surgical intervention. The patient was fully recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing thresholds on the morning post operation. The patient was monitored for another day and the thresholds did not improve. Also, high, out of specifications pacing impedances were observed. The lead was repositioned at a surgical intervention. The lead showed a huge curret of injury with impedances within the spected range. At the next day, the pacing impedances were high, out of range with no capture at max output. The physician determined a rv perforation based on the x ray and CT scan. The lead was revised at another time at a surgical intervention. The patient was fully recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.